Manufacturer narrative:
Device not returned for evaluation; follow-up information from physician reporting event.

Event description:
A patient with metastatic breast cancer had balloon kyphoplasty at level t9 for a fracture of the vertebral body. The procedure was used as a palliative treatment for the patient. During the procedure, extravasation of bone cement was detected by the treating physician. A follow up CT scan showed cement visible in the external jugular vein. The physician believes that the vascularization around the vertebral body was abnormal due to the cancer. The patient did not suffer any clinical consequences, but was treated prophylactically with heparin.